Event description:
12. One patient experienced an infection and their trial was stopped.

Manufacturer narrative:
Continuation of d11: product ID 09100-60 lot# unknown serial# implanted: explanted: product type lead product ID 09078 lot# unknown serial# implanted: explanted: product type lead product ID 09078 lot# unknown serial# implanted: explanted: product type lead product ID 09078 lot# unknown serial# implanted: explanted: product type lead product ID 09078 lot# unknown serial# implanted: explanted: product type lead product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID 09078 lot# unknown serial# implanted: explanted: product type lead product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID 09078 lot# unknown serial# implanted: explanted: product type lead product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: product type implantable neurostimulator product ID neu_ins_stimulator lot# unknown serial# implanted: explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. Concomitant medical products: product ID: 09078, lot #: unknown, product type: lead. Product ID: 09078, lot #: unknown, product type: lead. Product ID: 09078, lot #: unknown, product type: lead. Product ID: 09078, lot #: unknown, product type: lead. Product ID: neu_ins_stimulator, lot #: unknown, product type: implantable neurostimulator. Product ID: 09078, lot #: unknown, product type: lead. Product ID: neu_ins_stimulator, lot #: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot #: unknown, product type: implantable neurostimulator. Product ID: 09078, lot #: unknown, product type: lead. Product ID: neu_ins_stimulator, lot #: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, lot #: unknown, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 09078, serial/lot #: unknown. Product ID: 09078, serial/lot #: unknown. Product ID: 09078, serial/lot #: unknown. Product ID: 09078, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: 09078, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: neu_ins_stimulator, serial/lot #: unknown. Product ID: 09078, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Van buyten, smet. The use of ankerstim in chronic headache and facial pain. Erp status information. Summary: a custom-made, tined ons-lead with flexible electrodes was developed by the pain center of (B)(6) in close collaboration with the (B)(4) research center of medtronic. The custom-made lead model 09078 received a ce mark on 23 december 2016. After ce mark the lead received the ¿ankerstim¿ label for intractable chronic cluster headache (icch) (on label use). After having obtained ce mark, the ¿ankerstim¿ lead was still used off label for other ons indications and peripheral trigeminal neuropathy. Between 2013 and february 2019, 94 patients with refractory headache disorders or facial pain were implanted with a custom-made, tined ons-lead with flexible electrodes. 82 patients responded during the trial stimulation period to the therapy with this lead and received an implantable pulse generator. For the 94 patients. For the 94 patients (33 male; 61 female), age at implant ranged from 23 to 71 years (mean age: 49). Fifteen patients were treated with ons prior to the introduction of custom-made devices and had the original occipital lead quad plus (scs lead) replaced with the custom-made lead due to lead failure, dislocation or infection of the quad plus lead. 56 patients were implanted with the custom-made lead model 09078 between 2013 and 23 december 2016 (ce mark). After 23 december 2016 38 patients were implanted with the ankerstim lead. They were implanted with the custom-made lead model 09078 but needed a revision de to high impedances of the electrodes. Reported events: one patient experienced an infection at the site of the ipg. The leads and ipg were explanted. A new system was implanted and the patient was doing well. One patient experienced an infection of the connector during the trial. Therefore, the tined ons-lead was removed. After 3 months a new lead was implanted directly connected to the ipg. Due to the lack of reimbursement, all patients requested an extended (external) trial, with subsequently a higher risk of infection. Another patient, with 2 occipital tined ons-leads, a sphenopalatine lead and supra-orbital lead, needed and explant of the sphenopalatine and supra-orbital lead after 22 months due to a low-grade infection at the ipg pocket, containing the connector between leads and the extensions. In the meantime, the patient could still use both tined ons-leads with partial pain relief. Three months later a new supra-orbital and sphenopalatine lead were successfully added. A patient with 2 occipital tined ons-leads and a sphenopalatine lead had an infection infraclavicular. The explant of the sphenopalatine lead was scheduled. One patient experienced a loss of efficacy and their device was explanted at another center. One patient had their device explanted due to high amplitude due to loss of fibrosis around the lead. One patient had a severe infection, post-op of a cervical fusion. An explant of all foreign material, including the tined ons-system was performed due to the general condition of the patient and a slightly increased inflammatory parameters of the patient. One patient experienced a lass of pain relief and pocket site pain. The patient¿s device was explanted. One patient experienced a mucosa erosion during their trial. The device was explanted, and a new implantation was to be scheduled at least 3 months later. No specific device information provided.